Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope dishwasher alarmed for obstacles on the channel. The issue occurred during reprocessing. There were no reports of patient harm.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects on the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: b5 - updated the verbiage to reflect the reportable finding from the initial inspection/evaluation. E1 - updated the establishment name to olympus. E2 - health professional? No. E3 - occupation - non-healthcare professional. G3 date on the initial report should reflect 18jun2024. H6 - component code - from tube (525) and alarm, audible (405) to nozzle (3092). H6 - health effect - impact code - from no health consequences or impact (2199) to no patient involvement (2645). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of foreign material and root cause was unable to be identified. However, it is likely the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at the flexibility adjustment mechanism o-ring (between grip and flexibility adjustment ring). The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection; IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.